Manufacturer narrative:
Follow-up # 1 date of submission 9/9/2013-device evaluation: the pump has been returned and evaluated by product analysis on 8/15/2013 with the following findings: the keypad is torn over the up arrow. The contrast & down buttons have an intermittent response. The up & ok buttons respond properly. Removed the keypad and found contamination under all button contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the arrow buttons were delayed and intermittently unresponsive since a month ago, and the keypad was torn between up and down buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.